Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported unintended stimulation to an undesired area (date of event unknown). Reportedly, the issue was initially resolved with reprogramming however, it recurred after which time the patient declined further reprogramming. As a result, surgical intervention was undertaken during which time the entire system was explanted.